Manufacturer narrative:
This report is submitted on september 2, 2021.

Event description:
Per the clinic, the patient underwent skin flap thinning under a local anaesthetic, on (B)(6) 2021 due to poor magnet retention. The implanted device remains.